Event description:
A cartridge alarm was reported by the caller during the insulin pumping process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was advised to remove the cartridge and clean around the pneumatic tap. They were able to successfully load a new cartridge and resume insulin therapy. The issue was resolved.